Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported a secondary infusion of levofloxin 500 mg/100 ml was to infuse over one hour was programmed and started. When the user returned to check the pt after starting the infusion, the user observed the secondary dripping fast. The primary was ringers lactate and programmed to infuse at 100 ml/hr. This occurred in the pacu dept. There was no pt harm reported and no medical intervention was required. Customer stated the user provided no add'l event or pt info.